Manufacturer narrative:
The product is not available to be returned for analysis. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Central venous pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during use with a patient using this hemosphere monitor, the cvp (central venous pressure) value displayed was 39mmhg, however the expected value according to the patient status was in the range form 4 to 10mmhg. Furthermore, the suspected inaccurate value was compared to the cvp value of 5 mmhg showed on the bedside monitor. Both measurements were made on the same arm. A cvp calibration was done, but the issue remained the same. There was no error message or alarm displayed on the monitor. The patient was not treated according to the inaccurate values provided. There was no allegation of patient injury. The device was not available for evaluation.